Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 that appeared on the homechoice (hc) display during dwell 3 / 4. The home patient (hp) reported that the bag fell and disconnected. The technical service representative (tsr) assisted with troubleshooting. The hp would complete the therapy with manual supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call with the hp's husband on (B)(6) 2010, it was revealed that the bag fell off the cart as the solution was emptying, however, the husband added that the bag port was crimped and that is why the bag became disconnected. The husband confirmed that hp did not have any injury or harm as a result of this incident. The husband also confirmed that he did not notice any defects on the cassette; lot number unknown. The husband had already discarded the cassette. The husband was advised to notify the nurse of the bag falling and disconnecting for appropriate setup re-training. The husband stated that the hp is continuing therapy.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, based on information obtained during baxter's investigation, the cause of the se 2240 was determined to be due to air being sucked into the disposable after the supply bag fell and disconnected. During a follow up phone call with the hp's husband on (B)(6) 2010, it was revealed that the bag fell off the cart as the solution was emptying, however, the husband added that the bag port was crimped and that is why the bag became disconnected. The batch review was not performed because the lot number is unknown. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).